Event description:
The report received indicated that the stent strut was uplifted. The problem was noticed while unpacking the device; consequently, the device was not used in the pt. The device was exchanged for a similar device. There were no anomalies noted with the device packaging.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date, the evaluation has not been completed. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional info will be submitted within 30 days upon receipt.